Event description:
Complainant suffers from fibromyalgia and has been seeking treatment. According to promotional info faxed by the complainant, this practitioner uses what is known as the eb-305, a footbath type device claimed to be based on bioenergetics technology to cleanse harmful toxins from the body using a mild electric current. According to the complainant, a sea salt solution is placed in a basin containing water along with an electric metal grid array. Both feet are placed in the basin, after twenty minutes water in the basin turns brown which is attributed to toxins coming out of the body. Different toxins are attributed to different colors. The first hand account of a therapy session is similar to claims made in the supplied promotional material found on the internet. The complaint is skeptical of the device and claims to have paid for 7 treatments, with no ill effects but no noticeable benefit either.